Event description:
It was reported that at refill the expected reservoir volume was 3 cc; however, 18 cc was aspirated from the pump. The patient had reported vague symptoms of illness, no obvious withdrawal, but was definitely tighter. A decision was made to replace the pump. The catheter was found to be intact and had good cerebral spinal fluid flow. It was noted that the low battery alarm was beeping in the operating room. The pump was used to deliver lioresal. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.